Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implant procedure haptic found to be torn or broken. Additional information received and stated, the iol was inserted and removed. The surgery was completed on the same day. There was no impact to the patient.